Event description:
Major pump unit(s) involved: drive unit failure. Specific component(s) involved: driveline malfunction.

Event description:
Major pump unit(s) involved: blood pump.additional text: reading no flow-most likely to thrombis.specific component(s) involved: pump drive unit malfunction.additional text: reading no flow-most likely dut ot thrombis.causative or contributing factor: no specific contributing cause identified.intervention(s): replacement of internal controller.implant device type: lvad.